Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had keypad issue. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. The customer reported that they were in emergency room due to low blood glucose on (B)(6), 2019 with blood glucose of 52 mg/dl. Customer's other blood glucose value was 170 mg/dl. Customer also stated that the insulin pump had multiple pump error. Customer was treated with food and glucagon and d50. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer was perform displacement and self test and it was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.